Event description:
It was noted on (B)(6) 2013 that lead safety switch occurred. By examining the daily lead impedance measurements for the last year it was believed that the lead safety switch occurred during the week of (B)(6) 2013. Analysis shows in the week of (B)(6) 2013 the average was 940 ohms and the preceding weeks were about 720 ohms and the following weeks were about 61 o ohms. During one week 8 measurements are taken and it only takes one measurement >2500 ohms for the lead safety switch to happen. During the week of (B)(6) 2013 if 7 of the measurements were 720 ohms and one was 2500 ohms the weekly average is 940 ohms. The physician was dr. (B)(6) at (B)(6) hospital of (B)(6) in (B)(6) germany. No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).